Manufacturer narrative:
Investigation pending.

Event description:
Caller (lab personnel) reported potential false positive troponin (tni) on the triage cardioprofiler. Patient is (B)(6) male who went to the emergency department complaining about chest pain. It is unknown if the patient was admitted or discharged or if an EKG or any invasive procedure was done.